Event description:
It was reported that the pump had moved in pocket. A revision was done. They used existing pump and did a pocket revision. The issue had resolved. The pump system was delivering gablofen. The patient¿s status at the time of delivery was ¿alive-no injury.¿ there were no symptoms or complications associated with the event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a pump revision surgery twice. The first revision surgery was in 2014, one year after the implant. The second revision occurred on (B)(6) 2018. The patient had his pump moved for a second time a couple weeks prior to (B)(6) 2018 because the pump came loose and migrated. The patient reported that the pump moved "to where it was like on top of his rib," and it was surgically moved a couple weeks prior to (B)(6) 2018. At the time of the report, the patient stated that the pump was moving again. The patient reported they were hoping the pump would scar in place, but at the time of the report it was "just floating around." The patient reported that he was not really doing anything out of the ordinary. The patient reached for his cane and felt two pops in (B)(6) 2018 and the healthcare provider (hcp) said the sutures on the side of the pump must have popped. There was more swelling at the time of the report and the hcp kept draining it. The patient reported that "this keeps happening" and he was wondering if there was mesh that could be used with the pump. The patient was going to follow up with his hcp about next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.